Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator . Product ID: 3387s-40, lot# va01zjk, implanted: (B)(6) 2012, product type: lead. Product ID: 3387s-40, lot# va01zjk, implanted: (B)(6) 2012, product type: lead.

Event description:
The patient reported that she had a change in symptoms and heating at the lead insertion sites. She had a sudden change in efficacy; specifically she had trouble with balance and her blood pressure had been high at night. This had been occurring for about a month as of 05-oct-2016; she clarified it was in (B)(6) 2016. She had an appointment scheduled with her healthcare provider (hcp) (B)(6) 2016 and had not yet told the hcp about the issues. Additional information received from a nurse reported that the patient was feeling heat in the back of her head. The hcp was aware of the patient&#62688;perception of head in the back of her head. The patient&#62688;indication(s) for use were parkinson&#62688;dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.